Event description:
It was reported that a user on day four of ilet use experienced a hypoglycemic event during late night hours with a blood glucose of 54 mg/dl and self-treated with approximately 15¿20 grams of carbohydrates from juice and glucose tablets. Symptoms included low blood glucose. Outcomes included resolution with user-initiated carbohydrate intake and no hospitalization. Investigation included troubleshooting and education regarding adaptation to the ilet and review of guidance for recognizing and treating low glucose, including urgent low and low glucose alerts. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemia during the early adaptation period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.